Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). A visual examination of the returned complaint device revealed that the bushing was kinked. The clip assembly and the yoke were not returned with the device. A kink was noticed in the proximal end of the catheter and the control wire was also severely kinked at the proximal end (inside the handle). This failure is likely due to an expected or random component failure without any design or manufacturing issue. Therefore, the most probable root cause is cause traced to component failure.   A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used in the left side of the colon during a colonoscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the clip grasped onto tissue but could not close all the way. Reportedly, the spring popped out of the handle. The procedure was completed with another resolution 360 clip device.   There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be good.   Investigation results showed that the bushing was kinked; therefore, this is now an MDR reportable event.